Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on an unknown date. According to the complainant, post-procedure, the patient presented with urinary retention and reportedly may require further medical or surgical intervention. The patient age was reported to be over 18 years. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.